Manufacturer narrative:
On completion of the investigation a follow up report will be submitted.

Event description:
It was reported that the procedure was an endovascular aortic aneurysm repair. Initial preparation of the delivery catheter was performed and while advancing through the 8fr sheath it was noticed the stent had displaced from the balloon and its use was not possible. A different product was used to complete the procedure.

Manufacturer narrative:
Analysis: the details provided indicate that the stent dislodged within an 8 fr introducer sheath while attempting to exclude an aneurysm. The details provided do not indicate if the vessel was tortuous or if the v12 was one of many devices passed through the introducer sheath during this aortic aneurysm repair. It is possible that the sheath had become damaged or even kinked during the procedure. If excessive force was used to advance the catheter it is possible for the stent to dislodge. As the device in question was not returned a thorough investigation could not be performed. During product release testing a sampling of devices (20 test samples) is passed through a 7 fr introducer sheath prior to stent deployment. All 20 samples passed through the introducer sheath without issue. A full review of the catheter lot history records was performed. Below is an overview of the quality and performance criteria that every lot of v12 covered stent systems is tested to. This inspection requires that the catheter lot must pass the following: ability of the stent and delivery system to be passed through the labeled introducer sheath (7 fr). Ability to deploy the stent at nominal pressure (8 atm). Ability to withdraw the deflated balloon catheter back through the labeled introducer sheath. Ability of the delivery system to withstand 5 inflate/deflate cycles at the rated burst pressure (12 atm) without leaks or failures. Balloon burst testing. The balloon must burst over the rated burst pressure specified on the label (12 atm) in addition to the final lot qualification testing there are multiple in-process inspections conducted that include the following: balloon hole skive dimensional verification. Stent securement testing. Proximal balloon weld tensile testing. Distal tip tensile testing. Catheter leak check. This lot of catheters passed all quality and performance criteria without any non-conformances related to the complaint. The stent retention testing that was performed indicates that the lowest value seen to dislodge the stent was 17.4 newtons. The minimum stent retention value allowed is 5.5 newtons. Conclusion: based on the passing results of the quality and performance testing and the lack of the original device, atrium medical cannot conclude that there was an issue with the performance of the device.